Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The cartridge was changed the cartridge resolving the occlusion alarm. Additionally, the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery. The customer loaded a new cartridge and received another cartridge alarm (cartridge alarm 19). The customer's blood glucose (bg) level was 256 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer reported that the pump would continue to be used for insulin therapy and manual injections are available if needed.